Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.0. Date: (B)(6) 2011, inratio: 0.9, lab: 1.1. Coumadin withheld. Pt's therapeutic range = 2-3.